Event description:
The customer reported that the system failed to properly power up. This will terminate the boot process. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power control pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.